Event description:
It was reported that during a surgical procedure at the user facility, the wire pin collet produced metal shavings/flakes that fell into the open knee cavity. The surgeon used betadine to flush/clean the site and believes there were no flaking left in the patient and believes there was no adverse outcome. The procedure was performed using back-up equipment. Attempts are being made to determine the length of surgical delay.

Manufacturer narrative:
This was a duplicate event and will be evaluated under manufacturer report # 0001811755-2016-00717.

Event description:
It was reported that during a surgical procedure at the user facility, the wire pin collet produced metal shavings/flakes that fell into the open knee cavity. The surgeon used betadine to flush/clean the site and believes there were no flaking left in the patient and believes there was no adverse outcome. The procedure was performed using back-up equipment. Attempts are being made to determine the length of surgical delay.